Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had received multiple pump error alarm. The customer¿s blood glucose level was unknown. The customer states that she was having some difficulties with her infusion sets that while she does a bolus she'll get an insulin flow blocked alarm. The customer also states her pump was off. The customer also received a pump error alarm. Assisted with clearing alarms. Advised pump will need to be replaced. Advised to revert to backup plan. The insulin pump will not be returned for analysis.